Event description:
During revision surgery on a pt's vns medwatch report number: 1644487-2009-02317, it was reported that after the pt's previous electrodes were removed from the nerve, the surgeon placed the new set of leads on lower than the original spot - where the old anchor tether used to be is where the new negative electrode is placed. Once the leads were on, a lead test was performed and everything was fine; however, the pt experienced asystole. They then performed another lead test and the pt was fine. The generator was then programmed on to 1.0 ma and was allowed to cycle on normal stimulation - everything was fine. The same was observed when the generator was programmed up to 1.5 ma: the pt was allowed to go for 3 cycles and everything was alright. However the generator was programmed to 2.0 ma and the asystole was seen again. The device was then programming off. The pt does not have a history of cardiac events pre vns.